Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer complained that all the warning icons were displayed on the device. A short time after a replacement charge pak was installed in the device, the warning icons were again displayed. The data stored in device memory indicates the internal battery is depleted and that the device would likely not function for defibrillation. The reported problem was found during routine inspection of the device.